Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) scan. Following the scan, it was found that the patient's implantable cardioverter defibrillator was in back-up operation. The device was restored without issue. The patient was stable.